Event description:
During baxter's functionality testing it was found that a spectrum pump was alarming system error 322. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The evaluation confirmed and reproduced the system error 322. The device was operating out of specification. Evaluation was unable to determine the specific cause, past repairs have shown the upper and lower auxiliaries to be the failing components. The upper auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.